Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was not reported if the patient was not hospitalized for the suspected peritonitis event. Treatment and patient outcome was not reported. Action taken with dianeal therapy was unknown. Additional information was requested but is not available.